Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found that no burrs, cracks, or contamination are allowed. A certificate of conformance must be provided. A visual inspection of the returned device found that it is not in its original packaging. The anchor is returned jammed onto the insertion device, the proximal threads of the anchor are fractured and/or deformed. There was no suture string returned. All returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated, unlabeled photo was that shows a cracked screw was provided. No clinical information was provided for inclusion in this medical investigation. Since no further harm to the patient is anticipated, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a lateral collateral ligament repair surgery, the twinfix screw cracked. The pieces were removed from the patient. The surgery was resumed, after a delay greater than 30 minutes, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).